Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer thinks the mercury switch is defective. He states the chair will randomly go into drive lockout. MDR filed.

Manufacturer narrative:
The incorrect information was submitted on the initial medwatch.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.